Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "failed us occlusion" was reproduced. The device was not sent to the flow line for upstream occlusion testing due to a damaged pump side power connector that prevents the device from being plugged into ac power to perform the test. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration values were found to be out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion during testing in the biomedical service department. The pressure setting was low and it exceeded 8 min parameter for alarm. There was no patient involvement. No additional information is available.